Event description:
The manufacturer received information alleging an issue related to a CPAP's device's sound abatement foam. There is report of sleep apnea. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on october 12, 2023 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sleep apnea related to a CPAP device's sound abatement foam. Additional information was received about the alleged lung disease. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem. (Only product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.